Manufacturer narrative:
H3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. Post market vigilance (pmv) led an evaluation of one signia powered handle for a non-reportable condition. During the investigation a secondary condition of vented batteries was detected. This condition has a potential for patient harm. The root cause of the observed vented battery cells was determined to be due to a component degradation. The cell venting is an integrated design feature of the cell that produces a discharge of the electrolyte fluid and renders the battery cell nonfunctional and non-chargeable when battery cell life has been exceeded. Device battery management enhancements have been implemented to extend battery life and enhance battery health monitoring. The information stored directly on the battery integrated circuit was accessed. This showed the vimr(voltage imbalance at rest) and cov(cell over voltage) bits were tripped, permanently disabling the battery. A review of the system logs showed the battery was disabled by the battery management system. The battery management system has the ability to permanently disable the battery if specified conditions are met, preventing the handle from charging. Voltage imbalance at rest only occurs when the current draw on the battery is low enough to be considered at rest. The reason why this occurred cannot be reliably determined. As a result, the system will fail safely either during sleep mode or on the charger and poses no patient safety risk. It was reported that the power pack was not adequately charged or cannot hold a charge. The reported issue was confirmed. The most likely cause could not be established from the information available. Additionally, the investigation detected an unreported condition of corrupt sd card that has no relationship to the reported condition. The data saved to the handle could not be assessed due to the presence of a corrupt sd(secure digital) card. The cause of the micro sd card corruption could not be reliably determined, but can be attributed to a component failure. The investigation determined the unreported failure did not cause or contribute to the reported condition. The system performs sd card integrity check as part of system initialization. This is the only time the check is performed. As a result, the system will fail safely prior to assembly with a clamshell or adapter and poses no patient safety risk. Internal process improvements have been initiated to mitigate this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, the handle would not turn on/charge. A flashing red light on charging bay illuminating. There was no patient involvement. Medtronic's initial evaluation of the incident device found that one of the battery cells was found to be vented.